Event description:
The iab was inserted into the patient on 9/8/97 at 1:00 a.m. And removed on 9/11/97 at 11:00 a.m. The iab did not malfunction. As a result of the event, the patient had severe bleeding and a transfusion was required. (Event complications: severe bleeding/transfusion required -) reported 10/09/97. (Pt's current status: unk - rpt'd 10/9/97.)